Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of low amplitude or poor morphology is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of low amplitude or poor morphology is a known inherent risk of the lead. If additional information is provided in the future and/or the lead is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review performed for the reliance ez is-4 device confirmed that the event of low amplitude or poor morphology is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance ez is-4 device is acceptable. Investigation conclusion: this lead was explanted but it has not been returned by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of low amplitude or poor morphology is a known inherent risk of the lead.

Event description:
It was reported that this patient implantable cardioverter defibrillator (ICD) system arrived at the hospital. Upon examination, the patient received a lot of appropriate anti-tachycardia pacing (atp) and shock therapy. It was noted that the sensing is permanently at 2. According to the trend, sensing has been like this for a year. The physician decided to deactivate tachy therapy and inserted a new right ventricular (rv) lead. The lead is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient implantable cardioverter defibrillator (ICD) system arrived at the hospital. Upon examination, the patient received a lot of appropriate anti-tachycardia pacing (atp) and shock therapy. It was noted that the sensing is permanently at 2. According to the trend, sensing has been like this for a year. The physician decided to deactivate tachy therapy and inserted a new right ventricular (rv) lead. The lead is not expected to be returned. No additional adverse patient effects were reported.